Event description:
The pt experienced intermittent loss of power to controller and pump -pump stoppage- when a particular battery was the lone power source -during battery changes or converting to ac power source-. Repositioning of battery connector -into controller- would cause/alleviate the problem. The battery was replaced and will be sent back to the MFR for analysis.